Event description:
I got natralle silicone-filled breast implant stye 20 450cc in (B)(6) 2014 and had pain in my left breast since and developed pain in my right a few years ago. I started to get ill within a year of my breast implants being placed. My first symptoms were hair loss, chronic fatigue and exercise intolerance. I used to love to workout but for years every time I attempt it again, I am exhausted after. For me that is the worst part because exercise was big part of my overall happiness and health. From there I developed brain fog which affects my work and at times my ability to articulate myself. At times I can hear a word I want to say in my head but can't speak the words, this could be as simple as a 5-letter word. My memory has been horrible for years, more than the normal I can't find my keys. I have heat intolerance to point of extreme nausea. I have chronic pain that is only controlled somewhat if I eat very clean to keep inflammation down. I have developed a ton of allergies that affect my ability to work because I am now allergic to everything from cows to mold. My vision is off, somedays I can read a medication bottle without glasses and other days that same bottle I can barely read with glasses. I have had times I couldn't read my child a bedtime stories because my vision was blurred. My body seems to be in fighting everyday against me, my breast will itch so bad at times I leave marks on my chest from itching. I hate that I was not warned about bii and I am so glad that is now a warning for other women, autoimmune runs in my family. I am getting these out soon and hoping my symptoms reverse. I am now 46 years old and feel much older from the brain fog and physical fatigue.